Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery depleted from (B)(4) and then down to (B)(4) while a cartridge was being loaded onto the pump. Then, the battery gauge increased to (B)(4) without having been connected to a power source. The customer's blood glucose level was 141 mg/dl. Reportedly the customer would continue to use the pump for insulin therapy.